Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen display was "white" and the graphics were blocked. Customer's blood glucose was 160 mg/dl. Reportedly, customer reverted to manual injections and also confirmed that an alternate pump is available for insulin therapy.